Manufacturer narrative:
Initial.

Event description:
It was reported that a healthcare provider indicated a leak involving an ilet pump, and outreach to the user was initiated to determine whether the issue was a device leak. The reported device problem corresponds to a leak or splash associated with the cartridge/reservoir component. Symptoms included insufficient information to characterize clinical effects. Outcomes included insufficient information to characterize clinical impact. Investigation included communication with the user or provider, and analysis of information provided by the user or third party. Investigation of this case revealed leakage related to a seal, consistent with a leak or splash at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.